Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned for investigation.

Event description:
The sales rep reported that a patient was received into the hospital with a codman 3000 pain pump. The patient¿s pump was filled with 50 ml. The patient later went to the ER complaining of over-dosage. The pump was emptied and the res vol was 29 ml. The pump was then filled with 25 ml of pfns. When the patient returned, the pump was emptied again and 23 ml was received. The nurse decided not to refill the pump with the drug again. The patient stated that the nurse tried multiple times to get into the pump. He also stated that the nurse used the large bore needle instead of the refill needles. The statement led the rep to believe that the septum might have been compromised and could have leaked. It was decided to fill the pump with saline, while the patient was being treated with oral meds to avoid withdrawal symptoms.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.